Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the device double beeped during prepped testing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the tamper seal removed. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The cause of the reported problem could not be determined. Replaced downstream occlusion sensor. The cause of the reported problem was unknown. Product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service previously.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).